Event description:
It was reported that impedance was high. Lead anomaly was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information rpovided by manufacturer, no medwatch form was received.